Event description:
It was reported by the pt via medwatch # (B)(4) that as a result of having the product implanted, the pt has undergone multiple revision and corrective surgeries, has experienced immediate and total urinary retention, painful bladder spasms, urinary tract infections, uncontrolled urinary leakage, and residual vaginal and bladder pain.